Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the first 10mmx2.25mm wolverine catheter used was unable to cross the lesion. Then, the 10mmx2.00mm wolverine was used; however, the balloon ruptured in vertical form around the blade at 10atm within 10 seconds during third inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.